Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their crown had broken off. They were seen by their dentist who re-cemented the crown back but informed them that it will not last due to the tooth was broken and that they would have to get it extracted. They have another tooth that has been chipping that now has a cavity that will require a root canal and crown.